Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she was hospitalized due to a kidney infection which led to diabetic ketoacidosis. The customer's blood glucose reading was unknown. The customer stated she had no symptoms. No further details were provided. Nothing was replaced or returned.